Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 350 mg/dl. The patient's blood glucose at the time of call was 552 mg/dl. The patient treated via manual insulin injection. During troubleshooting for the no delivery alarm, the customer was able to prime without incident. However, the customer noted that they had been bleeding at their insertion site. The insulin pump was not returned for analysis.